Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, patient experienced a hardware failure. At the time of the call, dexcom technical support advised the patient to paperclip reset the device.